Event description:
It was reported by service report that the bed was stuck at high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: main wiring harness #2, tilt angle sensor.